Event description:
It was reported that the right atrial lead exhibited increased threshold. A fluoroscopy showed the lead dislodged. The lead was capped and replaced. The patient was in normal condition post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.